Manufacturer narrative:
(B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: based on the quality team's investigation, the root cause of this incident cannot be determined. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that bd insyte¿ IV catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: cannula damaged and catching on stylette. It was reported to the tga by an unknown customer that a staff member opened to use the device and noted that the end of the plastic cannula was damaged. The needle didn't slide smoothly within the plastic cannula and was 'catching' with the potential to pierce the plastic.